Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv100 device was observed leaking at the patient's home. The device was filled with pamidronate (90mg in 250ml sodium chloride 0.9%). This was discovered before use by the customer. There was no report of patient injury or medical intervention. The fill port and blue winged caps were checked and tightened prior to packaging. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is not available for evaluation. Therefore, the reported condition of "leaking intermate" could not be confirmed. Should the sample and/or any additional information be received, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release.